Event description:
It was reported that the bd nexiva¿ closed IV catheter system ¿ single port with maxzero¿ needleless connector 20 ga 1.00 in experienced difficult safety mechanism/needle disengagement (removal). The following information was provided by the initial reporter: material no.: 383556, batch no.: 0014645. It was reported that the lot was defective. We have 60 cases on hand.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-12-21. H6: investigation summary: our quality engineer inspected the samples submitted for evaluation.  Bd originally received nineteen unopened shipper boxes ((B)(4) units in total). Four boxes ((B)(4) units) were later received in addition to the original 19 boxes. Since the received units were unused, seventy-six units were randomly selected for testing per bd policy. The units were visually inspected for any signs of damage to the tip shield, v-clip, and adapter prior to decouple. No visual defects were observed in the seventy-six units and no units were found to have prematurely decoupled. The units were then retracted to check for failure to decouple. One unit failed to decouple. No units were found to have an exposed needle. During the microscopic examination of the failed unit, it was observed that deformed plastic from the tip shield was preventing the v-clip from moving to the open position. This in turn prevented the needle assembly from decoupling from the winged adapter. Based on the location of the damage, the defect most likely originated during the manufacturing process. An additional seven units were also found to have damage to the tip shield. However, the plastic did not interfere with decoupling. The defect of failure to decouple was confirmed through the investigation. Bd was able to identify the root cause as most likely originating during manufacturing. A device history record review was performed for this batch. As the root cause was determined to be manufacturing related, further investigation is taking place to determine if corrective action is necessary.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device brand name: bd nexiva" closed IV catheter system single port with maxzero" needleless connector 20 ga 1.00 in a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd nexiva" closed IV catheter system single port with maxzero" needleless connector 20 ga 1.00 in experienced difficult safety mechanism/needle disengagement (removal). The following information was provided by the initial reporter: material no.: 383556 batch no.: 0014645 it was reported that the lot was defective. We have 60 cases on hand.